Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the ordering physician not showing up on the pyxis. A technical support specialist (tss) after logging into the station, tss checked the station database to verify if the cdc category was synced with the server. Tss confirmed that the clinical data subject key was current on the station and then reviewed the reports to determine whether either of the medications had received cdc responses. The report provided evidence that members of the ordering physicians central processing unit had appeared on medication fent2a at station. Tss transferred the report to ephi and contacted the customer to inform them of the findings, specifically that ordering physicians cpu had been present on the station and had been selected. Tss guided the customer through the report, and they confirmed recognition of the cpu physicians listed. Based on this confirmation, the customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the physician orders were not showing on the station. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the physician orders were not showing on the station. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.